Event description:
A customer reported observing false negative results for one patient sample. The sample was positive when tested via three methods. A fasle negative may result in inappropriate physician action. There was no report of patient harm as a result of this event.